Manufacturer narrative:
Although the returned strips were found to have been damaged by humidity due to customer use error, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have contributed to the customer¿s allegation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 16.7 mmol/l, customer was having hypoglycemic symptoms and retested; 18.8 mmol/l, and 5.7 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.